Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent a knee revision due a custom expandable device fracturing; the fracture piece reportedly migrated in the joint space causing the tibial bearing to break leading to wear and metallosis. The expandable device was removed and a hinged femoral system was implanted.

Event description:
It was reported that the patient underwent a knee revision due a custom expandable device fracturing; the fracture piece reportedly migrated in the joint space causing the tibial bearing to break leading to wear and metallosis. The expandable device was removed and a hinged femoral system was implanted.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: oss poly tibial bushing cat#: 150476 lot#: 528280, oss lock pin cat#: 150478, lot#: 0000165580, oss segmental stacking adapter cat#: 150483, lot#: 604630 , oss reinforced yoke cat#:150493, lot#: 0000225345, compress anchor plug 12 mm cat#: 178402, lot#: 985030, cps small med force 12mm spindle cat#: 178464, lot#: 135760, compress nut cat#: 178512, lot#: 718380, transverse pin set cat#: 178526, lot#: 766880, compress 14mm centering sleeve cat#: 178536, lot#: 276440, cps taper locking cap cat#: 178710, lot#: 396730, 24mm transverse pin cat#: rd125061, lot#: 019130, oss rs axle cat#: 161035, lot#: 273130, oss rs fem bushings cat#: 161034, lot#: 786860, oss rs non mod tib plate long cat#: 161039, lot#: 211120 , oss rs tib bearing cat#: 161029 lot#: 743310. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 08955 - 1, 0001825034-2018-09192.